Event description:
Same case as 2134265-2010-04737. It was reported that during preparation for a rotational atherectomy treatment procedure, a burr detachment occurred. The de novo lesion was located in the severely calcified distal right coronary artery. While flushing a 1.25mm rotablator rotalink plus unit; holes were observed in the catheter. The device was not used in the procedure and another 1.25mm rotablator rotalink plus unit was prepped. The physician advanced the 1.25mm burr to the lesion and the burr was spinning but it was unable to completely ablate the calcification. During removal it was observed that the burr detached from the catheter and got stuck to the rotawire guide wire. The rotawire guide wire and burr were removed as one unit. The procedure was completed with an unspecified balloon and the deployment of an unspecified stent. No complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluation: examination of the returned rotablator plus unit revealed that the burr was detached/separated from the coil. The guide wire was received in the guide catheter and the burr was stuck to the spring tip of the guide wire. The burr was removed from the guide wire without any difficulty. A kink was observed in the guide wire. Tug and connect/disconnect tests were performed to examine the integrity of the handshake connection. No issues were observed with the unit's handshake connector. Microscopic examination of the burr revealed that the burr was a dark burnt brown color and the annulus was flared and misshapen. The proximal section of the burr was damaged. Adhesive was evident where the burr was attached to the coil during manufacturing. No issues were observed to the distal end of the catheter coil. A scratch test was performed and confirmed that the burr's cutting action was acceptable. The unit could not be wet tested due to the detached burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).